Manufacturer narrative:
As noted in the events, the end-user indicated the insulation heated and caused a burn to the patient. Our engineering tested this product and found no fault with the device. There was no breach in the insulation detected.

Event description:
The surgeon indicated that the insulation around the forceps is faulty and caused a burn on his patient.